Event description:
It was reported that there may have been premature battery depletion and that the device discharged over 100 shocks in the preceding months. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. Evaluation summary for (B)(4): performance data collected from the device was analyzed and revealed that the device was pre/approaching elective replacement indicator (eri). The weekly trend in save to disk data shows the minimum battery voltage of 2.644 to 2.637 volts between (B)(6)-2011 and (B)(6)-2011 and is before device recommended replacement time of 2.6251 volts. (B)(4): the device was returned, analyzed and revealed normal battery depletion.